Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred occasionally 10/31/2025 and 10/31/2025. It was determined that loss of connection was related to the mobile application. A review of the share logs was performed and signal loss over an hour was occasionally within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to complete a data transfer. No injury or medical intervention was reported.

Event description:
It was reported that signal loss occurred occasionally (B)(6) 2025. It was determined that loss of connection was related to the mobile application. A review of the share logs was performed and signal loss over an hour was occasionally within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to complete a data transfer. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred occasionally between 10/31/2025 and 11/2/2025. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour was found occasionally within the investigation window. The probable cause was the transmitter and app were unable to complete a data transfer. No injury or medical intervention was reported.